Event description:
It was reported that during initial insertion, "the md observed that the guidewire was kinked during advancement through the introducer needle. Mild resistance was encountered, and upon withdrawal and inspection, the guidewire was found to be deformed near the distal portion of the guidewire, near the j-tip. The guidewire was carefully withdrawn once the deformation was recognized. A new guidewire from a new set was used, and the procedure was completed successfully at the same insertion site without further issues." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.

Manufacturer narrative:
(B)(4)